Event description:
It was reported that the patient presented for a procedure. Device interrogation revealed noise on the right atrial lead. The physician elected to explant and replace the lead. The patient condition was stable.